Event description:
It was reported that this right atrial (ra) lead showed loss of capture. High capture thresholds were noticed, and the related pacemaker was reprogrammed with a new output. Other ra parameters were in-range and adequate. This ra lead remains in service and no adverse patient effects were reported.